Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower aux unable to issue medication. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section h imdrf annex f grid. Upon investigation of this incident, it was determined that the user was unable to retrieve specific medication. A technical support specialist (tss) remoted in and found the item validation code still marked as required. The customer mentioned they had tried earlier, but it did not allow pharmacy approval. The tss advised the customer to submit the request again and follow up with the pharmacy. After completing these steps, the customer was able to issue the medication without any issues. The system functioned as intended after the technical support specialist assisted the customer.

Event description:
It was reported by that when a bd pyxis¿ medbank tower aux unable to issue medication. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.